Event description:
According to the reporter, during an open gastrectomy procedure, the device and 3 loading unit had a poor staple formation resulting to an active bleeding. The surgeon has the custom of placing a bandage over the staple resection site. After two hours passed, he found that the compress was too bloody. The surgeon then had to over sew the patient in order to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The single use loading unit (sulu) was fully applied and the interlock was engaged with no knife blade damage. The sulu was reset and loaded with staples from a test sulu. The sulu was then loaded into the returned instrument. The instrument and sulu were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy procedure, there loading unit had a poor staple formation resulting to an active bleeding after two hours at the place where the stapler was used. The surgeon then had to over sew the patient in order to resolve the issue.